Event description:
It was reported from the critical care unit (ccu) that while a triple pump was running a levophed and propofol primary infusion on an adult female patient, the device stopped infusing medication and the message "system error" appeared on the screen. The medications were quickly switched to another pump in order to reduce/prevent harm to the patient. There was a delay in treatment to the patient, but no harm was reported to have occurred to the patient.

Manufacturer narrative:
Patient is an adult. Additional information: a.3, a.4, and h.6 device code. The reported incident that an infusion stopped and a system error message appeared on the screen during simultaneous infusions could not be confirmed replicated. ¿ no evidence was found recorded through log review that an infusion stopped and a system error message appeared on the screen during simultaneous infusions. ¿ testing performed found that the returned pump modules and pcu were operating within specification. ¿ the inspection performed on the suspect pump module and pcu found no irregularities. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 06dec2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device. The root cause for the reported incident that an infusion stopped and system error message appeared on the screen during simultaneous infusions could not be identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the critical care unit (ccu) that while a triple pump was running a levophed and propofol primary infusion on an adult female patient, the infusion stopped infusing medication and the error message "system error" appeared on the screen. The medications were quickly switched to another pump in order to reduce/prevent harm to the patient. There was a delay in treatment to the patient, but no harm was reported to have occurred to the patient.